Event description:
It was reported that the 9600+ system mainframe displayed an interlock error. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to reposition the c-arm and reset the connectors on the power motor relay board. The system was tested and found to be working as intended and placed back into service.